Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte ¿ IV catheter had foreign matter in and on the flash chamber. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
3 photos were returned for investigation. Fm was observed in the return photos. 1 actual sample in closed packaging was returned for investigation. The actual sample was subjected to visual inspection. Brown particle was observed embedded on the surface of the needle hub of the returned sample. Brown particle observed embedded in cannula hub. The brown particle was subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the brown particle matched the spectrum of cellulose. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. The fm was found embedded in the needle hub. Furthermore, the needle hub was produced by the supplier. A (B)(4) has been issued to the supplier to do further investigation. The affected batch was produced before the scar was issued.

Event description:
It was reported that a bd insyte IV catheter had foreign matter in and on the flash chamber. There was no report of exposure, serious injury, or medical intervention.